Manufacturer narrative:
The manufacturer previously reported the device's oxygen blending module board was replaced to address a "service required" alarm condition. The device's interface board was also replaced. The components were returned to the manufacturer's product investigation laboratory for further investigation. No malfunction of the oxygen blending module board was found. During the investigation the root cause of the interface board failure was due to voltage deterioration of a capacitor on the interface board.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.